Manufacturer narrative:
Pending evaluation. Concomitant medical device(s): ceramic head 28mm +5mm neck (cat# c-28l / sn# (B)(4)).

Event description:
As reported, the patient had a hip revision due to device dislocation. Patient was last known to be in stable condition following the event.

Event description:
As reported, the 65 y/o female patient had a left hip revision due to device malfunction. Patient was last known to be in stable condition following the event. No other information available at this time. The implants will not be returned. The hospital keeps the implants that are removed.

Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported may have been the result of either loosened supporting ligaments surrounding the joint, hip range of motion sufficient to initiate lever-out of the femoral head, patient conditions, or a combination of the three, which lead to dislocation. However, this cannot be confirmed as the devices were not available for evaluation. (D11) concomitant device(s): - ceramic head 28mm +5mm neck (cat# c-28l / sn# (B)(6)). No information provided in the following section(s): a4, a5, and b6. The following section(s) have additional info; b5, g4, g7, h1, h2, h3, and h7.